Event description:
Resident was sitting in wheelchair when seat bottom broke and resident fell to floor. Sent for hospital evaluation for possible fracture. Returned to facility same day. No fracture, only contusions to left hip.